Event description:
It was reported that a revision surgery was performed due to pain and loosening of femoral component.

Manufacturer narrative:
Results of investigation: the devices, used in treatment, were not returned for evaluation, and the reported event could not be confirmed. A clinical analysis indicated this complaint from japan reports the revision of a knee secondary to pain and loosening of the femoral component. No clinical/medical documentation was provided for this investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, post-operative healing issue, abnormal motion over time, bone degeneration, fit/sizing, lack of ingrowth, lifetime of device, and traumatic injury. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive.